Manufacturer narrative:
The manufacturer reviewed the patient data provided by the hcp. Examination of the data revealed the following points: the provided patient data showed that the patient has short eyes. Short eyes usually have more variations in the outcomes than normal eyes. Visual inspection of the keratometry points indicate beginning of a ocular surface defect. The user manual describes to confirm good keratometry in addition to the automated quality check. The iolmaster was used to calculate a non-toric aspheric iol, however, a toric iol was implanted. The user manual describes in detail how to perform intraocular lens measurements and calculations and contains warnings about relevant parameters.

Event description:
A health care professional (hcp) reported that there had been an incorrect surgical result after using the iolmaster 700 for the biometry measurements and lens power calculations. The hcp reported that a lens exchange was performed to correct the patient's vision.